Event description:
A non-healthcare professional reported that photorefractive keratectomy treatment was performed and the patient had no change, there was no vision improvement in the right eye after surgery. There are multiple related reports for this event. This report addresses the patient ss, right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit, field service engineer checked device. Field service engineer was unable to detect anything wrong in the system, completed service installation record confirming that system meets company specifications. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site visit, confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The logfile shows eight successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s right eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).